Event description:
The customer reported that while the unit was in use on a pt, the unit shutdown ten mins after the beginning of the therapy. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep observed that the unit shutdown after approx 45 mins of operation. The company rep replaced the power supply ((B)(4)). The unit was tested to factory specification. It functioned normally and was returned to the customer. The power supply is being returned to datascope for further investigation.